Manufacturer narrative:
(B)(4). This is a report of a connection issue during the fill stage, where the home patient stated they had stepped on the patient line causing it to become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for ending therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) . As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette disconnected from the transfer set when the patient stepped on the patient line. This occurred during the first fill (fill volume = 471ml) of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the patient was connected. The technical service representative (tsr) assisted the patient in ending therapy. The patient stated that they would go to the hospital as this is what their renal nurse instructed them to do in response to this occurrence. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event.